Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 3 infusion set was leakage at site on (B)(6) 2024. The infusion sets has been used for about 36- 48 hours. The blood glucose level was 180 mg/dl at the time of events. Patient replaced infusion sets and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-17167 - device 1 of 3.